Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided cyct drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2025, post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter in two segments was returned for evaluation, and three electronic photos were provided for the review. Visual, microscopic and functional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. The catheter hub was noted to be cracked. The strain relief was noted to be loaded upwards as pigtail thread was observed. The first photo show's complete view of drainage catheter in two segments, with a complete diagonal break noted at the distal end of the catheter. The second and third photos shows partial view of clinician holding catheter hub in which catheter hub was noted to be cracked. The observed complete diagonal break was not considered as the surface was noted to be glossy with striations throughout in returned sample analysis. Therefore, the investigation is confirmed for reported catheter hub fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided cyct drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2025, post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.